Manufacturer narrative:
H3, h6: we have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition, it can be confirmed that all finished product specification testing was satisfied at the point of release. The complaint history review found no further instances of the reported event. The device was intended for use in treatment. The returned device was evaluated. An initial visual inspection did not identify any issues. When fresh batteries were inserted into the device, the device functioned without issue. Device performance data shows the device ran for 3 days. No errors or issues were identified. If the IFU is not directly followed, the delivery of effective negative pressure wound therapy may be impacted. We have not been able to confirm a relationship between the event and the device. The investigation has been concluded as ¿no device problem identified¿. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during use, all 4 leds of the pico 14 device are flashing. Even changing the battery does not solve the problem. It is unknown how was the procedure finished and if there was a delay. No other complications where reported.